Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarms. Customer was assisted with clearing the alarm. The customer stated they were not able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test. However, device received a pump error 19 during rewind followed by a pump error 63 alarm due to moisture damage found on the electronic assembly. Unable to perform the functional tests due to pump error 19 loop alarm. Unable to confirm pump error 43 or 23 due to pump error 19 loop alarm.